Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. In regards to this event, the IFU states that the device is indicated for pts with an iliac distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Initial evar performed (B)(6) 2009. The device was used off-label (anatomical exclusion). Pt presented emergently (B)(6) 2010 with ruptured left common iliac secondary to type 1b endoleak. Placement of another manufacturer's stent graft resolved rupture and endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assesment (qera) and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A pt underwent aaa repair on (B)(6) 2009. The pt was not suitable for the endovascular repair because the pt's left cia diameter was 22mm, prior to performing the procedure. The procedure was conducted as labeled. On (B)(6) 2010, the pt was immediately hospitalized because the left cia was ruptured due to the type I endoleak. On (B)(6) 2010, the physician embolized the pt's left iia and placed the pxc and pxl. The type I endoleak was resolved.